Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on an unknown date. Subsequently, the patient is being scheduled for a revision procedure due to an implant fracture. No further information has been provided.

Manufacturer narrative:
It was identified this report was submitted under the incorrect manufacturer number. Please void this submission and see 0001825034 - 2019 - 01346.

Event description:
It was identified this report was submitted under the incorrect manufacturer number. Please void this submission and see 0001825034 - 2019 - 01346.